Manufacturer narrative:
Evaluation - one powermax elite, part number 72200616 was received on 1/25/2016 and confirmed to be serial number (B)(4) as reported in the complaint. The reported complaint has been confirmed. Functional testing has found that the motor has seized and will not rotate; disassembly of the motor was not possible as the motor is stuck inside the housing as a result of internal corrosion. It appears that this unit has leaked as a result of exposure to cleaning and sterilization. A document review has shown that this unit was originally shipped in september of 2015. Internal corrosion to this degree is unusual for a unit that is only 7 months old. The care and handling method used by this customer is unknown therefore it is recommended that the user refer to the recommendations for care and handling that can be found in the power max elite operations manual or contact technical support. Usage of device - reuse. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a pcl procedure the hand control unit overheated and stopped functioning. A backup device was utilized to complete the case. No patient impact was noted.